Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/01/2016 with the following findings: the black box shows no evidence of short battery life, ¿cs128-fb80¿ alarm is observed on (B)(6) 2016, secondary code ¿fb80¿ is defined as a 5volt motor power supply fault. The battery compartment is cracked from threads down to the case seal on the side. Returned battery cap is undamaged and able to maintain electrical connection. No evidence of moisture is observed in the battery canister. Leak test failed due a battery compartment leak. ¿ez-prime¿ steps were performed correctly, all current reading are within specifications. Unable to duplicate reported ¿short battery life¿ complaint. The pump¿s cover was removed; moisture corrosion was found to the pcb on the t2 component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).